Event description:
It was reported that before the catheter was inserted in the patient, the green inner catheter broke off. The stent remained in the catheter and no injury to the patient was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Despite attempt to retrieve it, the sample has not been returned for evaluation to date, therefore, the results of the investigation are inconclusive and the root cause is unknown.